Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose over 600mg/dl by the time the paramedics were called. The customer experienced pains in the chest, neck, shoulders, and had vomited on several occasions after arriving at the hospital. Troubleshooting was performed. The customer stated that she was transferred to another hospital the same day. The time was off by seventeen minutes. The basal rates and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to removed the cannula and it was not bent. Advised the caller to change the entire infusion set and reservoir. No further information was provided.